Manufacturer narrative:
H4: the lot was manufactured from january 28, 2020 - january 29, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d10, h3 and h6 (replace 4114 with 10, 3221 with 114). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water which revealed a leak between the spike port cap tube and the spike port bonding area. The reported condition was verified. The cause of the condition was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked an unknown location. This was identified at the station before treatment. There was no patient involvement. No additional information is available.